Manufacturer narrative:
Report claimed as the end-user was driving inside the home, they were witnessed as having removed their hand from the joystick, but the device reportedly continued to drive at speed, uncontrolled, until the device collided into a lower kitchen cabinet. The impact reportedly resulted with the end-user's toes sustaining multiple cuts and swelling. Ems was called due to amount of blood, and end-user was taken to local hospital for treatment of toe lacerations where they were released the same day. The device was evaluated by permobil representative where there were no signs of a product malfunction having occurred. Device was found to remain fully operational, and reports provided indicated the end-user had continued to utilize the device prior to permobils evaluation with no recurruring behaviour. Permobil was unable to confirm a product malfunction having occurred rendering a determination as to probable root cause unobtainable without speculation. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Received report claiming while the end-user was driving their device through the house, when they removed their hand from the joystick, alleges the device continued to drive at speed which caused the end-user to drive into a counter where they sustained injuries requiring medical intervention.